Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for 21 patient samples when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the laboratory. The initial test results were questioned by the physician. Repeat analysis was performed using a different reagent pak. The test results were within the normal range. Amended reports were issued. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Customer stated that the laboratory gets autopsy samples to test for cardiac assays. The autopsy samples can be of very poor quality with hemolysis and turbidity. As a result, the accutni results tend to be very high - above the linearity of the assay, and even upon dilution, the results can remain high. The reagent pack in question is lot #908917, s/n (B)(4). The initial sampling from this pack occurred on (B)(6) at 4:25pm. The initial eight patient results from this pack were negative or just above normal range. On (B)(6), one sample at 4:31pm, which repeated at 5:25pm, produced very elevated results of 94ng/ml orh and 1034 ng/ml orh. Following these very elevated accutni results, this pack started producing accutni results in the range just above normal and were questioned by the physicians. Reagent pack was discarded and was not available for analysis by bci. Service was not requested to evaluate the analyzer. Root cause was not determined, but could be related to the testing performed on the cadaver sample. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for additional reportable events.